Manufacturer narrative:
Additional narrative: this report is for two unknown screws/unknown lots. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the fine fibers discovered on the screw shafts were also found on the screw caddy of the set. This report is for two unknown screws. This is report 1 of 4 for (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, synapse was used on a patient. Some of the screws (random lengths/diameters) scattered throughout the module, what appeared to be a "white fluffy residue" around the threads, came out, particularly on the underside of the head. The first few screws that were used were okay, but the subsequent screws were contaminated. They finished the case using the affected set. As of yet, no harm has come to the patient. No delay was caused during surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for an unknown number of unknown screws/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.